Event description:
It was reported that a user switched from a dexcom to a freestyle libre 3+ sensor and initiated the sensor in the libre app before pairing with the ilet bionic pancreas, resulting in the sensor being in use by another device and unavailable for ilet start and pairing. No clinical signs, symptoms, or conditions were reported. Outcomes included transfer to a partner organization for assistance with obtaining a replacement sensor and education on correct start-up sequencing. User support included customer support review of pairing status and user workflow, along with troubleshooting and education on proper initiation steps for ilet with libre 3+. Investigation of this case revealed that the sensor had been started on a non-ilet application, which prevented ilet from pairing with the sensor, consistent with known device-use limitations when a sensor is already claimed by another device. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequence error.